Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for open tlif proc edure. Levels implanted: l4-s1 it was reported that the tip sheared off. A back up driver was used. There were no further complications reported regarding the event. There were no patient symptoms reported.

Manufacturer narrative:
H3: product analysis of part# 8110535, lot# bm03g019 visual inspection confirmed the tip of the driver has broken due to bend stress overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdr code is corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.